Event description:
During implant, oversensing and a loss of pacing was observed on the right atrial (ra) lead. The issue was resolved by explanting and replacing the ra lead. The patient experienced no consequences.

Manufacturer narrative:
The reported events of oversensing and loss of pacing were not confirmed. As received, a complete lead was returned with helix retracted and clogged with dry body fluid. Visual and diagnostic imaging examinations did not find any anomalies on the lead body. Electrical tests did not find discontinuities or shorts on any conduction paths. Hi-pot tests passed between conductors.